Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery issue. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.